Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All power supplies and battery packs were checked and no problems found. System loaded with lead apron shields to drive output to highest with no duplication of problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 experienced a fast stop error while performing fluoro at very high levels. The operator reports that this error occurs every couple of weeks or so. The system can be rebooted, and the procedure completed without further incidence. There was no adverse pt involvement reported. There was no pt information reported.